Event description:
A system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of his automated peritoneal dialysis therapy. Reportedly, the home patient noted that the patient line of the homechoice set was not completely primed prior to connecting his transfer set to the setup. Baxter's technical service center assisted the home patine in ending the therapy early. Therapy was completed by setting up with new supplies. No patient injury or medical intervention was associated with this incident per the home patient.